Event description:
It was reported that the registered nurse (rn) had reused single-use supplies on the home patient (hp) during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The rn stated that during the troubleshooting for an unrelated alarm, they had switched the bags in the setup because the heater bag was empty. This occurred during the fill, while the patient was connected. The technical service representative (tsr) explained that by disconnecting the bags at that time, the setup was no longer considered sterile. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Actual occurrence date and the therapy date is unknown, but was sometime in (B)(4) 2013. As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.